Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low hemoglobin (hgb) and platelets (plt) results produced by the coulter ac t diff 2 analyzer for one pt. A pt sample when tested gave an hgb result of 7.3g/dl and a plt result of 240 x 10 to the power of 3 cells/ul. Erroneous results were reported out. Based on the available information, the pt was sent to the ER and redrawn the next day and upon testing on a different instrument gave a hgb result of 11.0 and a repeat result of 11.5g/dl and a result of 370 x 10 to the power of 3 cells/ul for plt which repeated at 408 x 10 to the power of 3 cells/ul. The ER results were considered correct.

Manufacturer narrative:
The initial sample was collected in a 7 ml edta tube. Qc is run once per day and was run before, but not after this incident and was within range. A field service engineer was on-site. Fse replaced wbc bath assembly and hgb lamp. Fse made adjustments to hgb lamp voltage, clog detection and latex calibration due to hardware replacement. The instrument was verified and validated per procedures. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.